Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she changed the battery on her insulin pump but she is receiving a failed battery alarm. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident however troubleshooting was done for battery error. It was found that customer had missing contacts on her battery cap. Customer was advised to monitor device. The customer was advised that the battery cap would be replaced and agreed to return the product for analysis.